Manufacturer narrative:
The getinge service territory manager (stm) that discovered the issue, replaced the drive manifold to resolve the issue. The fill manifold tests was then carried out to ensure no further leaks were present. Equipment passed all tests. Equipment was passed back to the user fit for clinical use.

Event description:
N/a.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit had a faulty drive manifold. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.